Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the upper and lower cases were broken in the handle area and therefore handle covers were installed. It was further noted that the power cord bay was coming apart and the bay was to be replaced, the stylus cable was breached and the stylus was replaced and calibrated, the software had not migrated to windows and the hard drive was re-imaged and the programmer failed an incoming vxi test (antenna connected test) and therefore the antennas were replaced. The device received suggested updates and the software was reloaded and updated. (B)(4).

Event description:
The programmer was returned as it was no longer needed and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.